Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a inguinal hernioraphy (total extra peritoneal-tep), the surgeon inserted the device and tried to inflate the balloon, but the balloon did not inflate. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the trocar balloon, dissector balloon and lock collar appeared intact. The obturator was received. The inflation syringe and insufflation bulb was received. Pmv performed functional testing: the trocar balloon and dissector balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017. The device is expected to be returned for evaluation.